Manufacturer narrative:
Reference number (B)(4). Catalog number in report is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a nasal jejunal tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in japan underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with a sumitomo jejunal tube. The patient had a prior history of colon cancer, secondary to which he developed an intestinal obstruction on (B)(6) 2023, downstream and unrelated to the position of the j-tube. The obstruction resolved without surgery. On (B)(6) 2023, a nasal tube was inserted for decompression which interfered, and the patient aspirated. Aspiration occurred the day after the peg/j tube replacement, and as reported, secondary to nasal tube placement . There were no problems or alleged device deficiencies reported at the time of the peg/j tubing replacement. On (B)(6) 2023, the patient died of aspiration pneumonia. It was unknown if an autopsy was performed. Multiple follow up attempts were made: no additional information regarding additional treatment or the manufacturer of the nasal tube were provided. Therefore, abbvie has decided to conservatively report this death.